Manufacturer narrative:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. No patient harm reported. The customer stated that the hospital had a power failure and this cns was down for roughly 30 minutes. Upon booting up, the device displayed a "network service disconnect" error message. Nihon kohden tech checked the host servers, they were powered on, but not logged in. Logged into both a and b segments, started the host server and this cleared the error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. No patient harm reported.

Event description:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 11/25/2019 customer stated that after a power outage, causing the cns device to shut down. After 30 minutes, customer was able to boot up the device. Details were not provided. Upon booting up, there was a network disconnect error. This error was related to the host table, a networking issue that was related to the reported power outage. No other issues were reported with the cns. Service requested: troubleshooting. Service performed: nk tech support assisted customer in resolving the network issue. Customer resolved the cns shutdown issue on their own - no details were provided. Investigation conclusion: based on the information provided, the root cause of the boot up issue was due to hospital's power issue. Specifically, the power outage caused abrupt loss of power to the device, causing it to shut down. Once booted back up, customer saw a networking issue relating to the power outage which was resolved separately. No other issues were related to this cns. Due to the issue not caused by the device and rather an environmental issue, no CAPA is required. Device has built mitigation mechanisms that reduce the risks to patient harm. The following field contains no information (ni), as attempts to obtain information were made, but not provided. D11 & c2: concomitant medical products. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.